Manufacturer narrative:
Device will not be returned for eval. If the device or additional info becomes available it will be reported on a supplemental report.

Event description:
The sales rep, reported the following on behalf of consultant: the issue is related to non-locking oval screw holes in the axsos-4 lateral distal tibial plates. A 3.5mm screw passed right through with virtually no resistance (I was able to unscrew it right back through again). It was added that the procedure being performed was an orif right pilon fracture and left calcaneus. No adverse consequences reported.